Manufacturer narrative:
Initial MDR with device evaluation. No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10016073 and lot# 24059277 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #: 10016073, batch #: 24059277. It was reported by the customer that about a failed alaris secondary line IV set that detached from the drip chamber. Verbatim: rcc received a complaint via email. I¿m a clinical engineer at (B)(6) who has taken over medical device investigations from (B)(6) who retired this summer. Oncology in (B)(6) has contacted me about a failed alaris secondary line IV set that detached from the drip chamber on (B)(6). Unfortunately, we don¿t have the set involved or any pictures but they took note of the packaging information including a lot number. They said that the line just was separated from the chamber; it didn¿t appear to be bent or broken so it sounds like there wasn¿t any or enough bonding solvent on the line. The lot# is 24059277, they also recorded the numbers: